Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 serial #: (B)(4) description: next generation anchor kit-sterile the explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort around the ipg site. The patient underwent an explant procedure. The physician did not suspect device malfunction.